Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/right sided"), device dislocation ("migration of essure device location of device: top of uterus"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("she was pregnant") and basedow's disease ("autoimmune disorder type of disorder: graves' disease") in a 36-year-old female patient who had essure (batch no. 855622) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6). The patient's past medical history included multi gravida (total number of pregnancies: 7) and parity 5 (total number of live births: 5). Previously administered products included for birth control: mirena in (B)(6). Past adverse reactions to the above products included adverse drug reaction with mirena. On (B)(6)2011, the patient had essure inserted. On (B)(6)2012, 6 months 20 days after insertion of essure, the patient experienced uterine leiomyoma ("possible uterine fibroid present"). In (B)(6), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2013, the patient experienced uterine adhesions ("small endometrial synechiae noted"). On (B)(6)2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), malaise ("feeling ill"), vaginal haemorrhage ("vaginal spotting"), depression ("increased depression"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),type: bladder/ urinary tract"), allergy to metals ("allergic or hypersensitivity reaction ,type: nickle allergy") with dermatitis allergic, dry skin and blister, cystitis ("infection (bladder/ urinary tract/vaginal),type: bladder/ urinary tract"), headache ("migraines / headaches"), basedow's disease (seriousness criterion medically significant), migraine ("migraines / headaches"), weight decreased ("weight loss"), dysmenorrhoea ("dysmenorrhea (cramping),/ monthly cycle"), dyspareunia ("dyspareunia (painful sexual intercourse),") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (robotic total laproscopic hysterectomy with a bilateral salpino-oophorectomy) and surgery (robotic total laparoscopic hysterectomy, bilateral salpingo oophorectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, pregnancy with contraceptive device, malaise, uterine leiomyoma, uterine adhesions, menorrhagia, urinary tract infection, allergy to metals, cystitis, headache, basedow's disease, migraine, weight decreased, dysmenorrhoea, dyspareunia and alopecia outcome was unknown and the vaginal haemorrhage and depression had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, alopecia, basedow's disease, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, malaise, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine adhesions, uterine leiomyoma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: on (B)(6)2014, plaintiff underwent a pelvic ultrasound, it was discovered she was pregnant for a second time since implanted with essure micro-devices (linked second pregnancy case (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: total bilateral occlusion on (B)(6)2012, plaintiff underwent a hsg (hysterosalpingogram) test demonstrating that both essure micro-inserts were appropriately placed in her fallopian tubes, but there was a small amount of spillage. On (B)(6)2012, another hsg test showed occluded fallopian tubes with a possible uterine fibroid present. On (B)(6)2013, plaintiff again, underwent a painful and invasive hsg test, it confirmed total occlusion bilaterally with a small endometrial synechiae noted. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical records received: reporters details added. Event added as hormonal changes ,describe: depression, pregnancy (no complications), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction ,type: nickle allergy, infection (bladder/ urinary tract/vaginal),type: bladder/ urinary tract, autoimmune disorder type of disorder: graves' disease, migraines / headaches, rashes or skin conditions type: blistered skin, dry skin, migraines / headaches, migration of essure device location of device: top of uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain / loss specify which one: weight loss, hair loss. Lot number added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/right sided"), device dislocation ("migration of essure device location of device: top of uterus"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("she was pregnant") and basedow's disease ("autoimmune disorder type of disorder: graves' disease") in a 36-year-old female patient (gravida 7, para 5) who had essure (batch no. 855622) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2012. The patient's past medical history included multi gravida (total number of pregnancies: 7) and parity 5 (total number of live births: 5). Previously administered products included for birth control: mirena in 2010. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included depression. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 6 months 20 days after insertion of essure, the patient experienced uterine leiomyoma ("possible uterine fibroid present"). In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced uterine adhesions ("small endometrial synechiae noted"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), malaise ("feeling ill"), vaginal haemorrhage ("vaginal spotting"), depression ("increased depression"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),type: bladder/ urinary tract"), allergy to metals ("allergic or hypersensitivity reaction ,type: nickle allergy") with dermatitis allergic, dry skin and blister, cystitis ("infection (bladder/ urinary tract/vaginal),type: bladder/ urinary tract"), headache ("migraines / headaches"), basedow's disease (seriousness criterion medically significant), migraine ("migraines / headaches"), weight decreased ("weight loss"), dysmenorrhoea ("dysmenorrhea (cramping),/ monthly cycle"), dyspareunia ("dyspareunia (painful sexual intercourse),") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (robotic total laparoscopic hysterectomy with a bilateral salpino-oophorectomy) and surgery (robotic total laparoscopic hysterectomy, bilateral salpingo oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, pregnancy with contraceptive device, malaise, uterine leiomyoma, uterine adhesions, menorrhagia, urinary tract infection, allergy to metals, cystitis, headache, basedow's disease, migraine, weight decreased, dysmenorrhoea, dyspareunia and alopecia outcome was unknown and the vaginal haemorrhage and depression had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, alopecia, basedow's disease, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, malaise, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine adhesions, uterine leiomyoma, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: on (B)(6) 2014, plaintiff underwent a pelvic ultrasound, it was discovered she was pregnant for a second time since implanted with essure micro-devices (linked second pregnancy case 2017-191560). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.098 kgs. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. On (B)(6) 2012, plaintiff underwent a hsg (hysterosalpingogram) test demonstrating that both essure micro-inserts were appropriately placed in her fallopian tubes, but there was a small amount of spillage. On (B)(6) 2012, another hsg test showed occluded fallopian tubes with a possible uterine fibroid present. On (B)(6) 2013, plaintiff again, underwent a painful and invasive hsg test, it confirmed total occlusion bilaterally with a small endometrial synechiae noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/right sided"), device dislocation ("migration of essure device location of device: top of uterus"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("she was pregnant") and basedow's disease ("autoimmune disorder type of disorder: graves' disease") in a 36-year-old female patient (gravida 7, para 5) who had essure (batch no. 855622) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2012. The patient's past medical history included multi gravida (total number of pregnancies: 7) and parity 5 (total number of live births:(B)(6) 1994, (B)(6) 1996, (B)(6) 2009, (B)(6) 2010, (B)(6) 2013). Previously administered products included for birth control: mirena in 2010. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included depression and body mass index normal. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 1 month 5 days after insertion of essure, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal),type: bladder/ urinary tract"), cystitis ("infection (bladder/ urinary tract/vaginal),type: bladder/ urinary tract"), headache ("migraines / headaches"), migraine ("migraines / headaches"), fatigue ("fatigue") and vaginal infection ("infection (bladder/ urinary tract/vaginal),type: bladder/ urinary tract"). On (B)(6) 2012, the patient experienced uterine leiomyoma ("possible uterine fibroid present"). On (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced depression ("increased depression"). On (B)(6) 2013, the patient experienced uterine adhesions ("small endometrial synechiae noted"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On(B)(6)2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal spotting") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). On (B)(6) 2016, the patient experienced weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), basedow's disease (seriousness criterion medically significant), malaise ("feeling ill"), allergy to metals ("allergic or hypersensitivity reaction ,type: nickle allergy") with dermatitis allergic, dry skin and blister, dysmenorrhoea ("dysmenorrhea (cramping),/ monthly cycle") and dyspareunia ("dyspareunia (painful sexual intercourse),"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (robotic total laproscopic hysterectomy with a bilateral salpino-oophorectomy) and surgery (robotic total laparoscopic hysterectomy, bilateral salpingo oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and headache had resolved, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, basedow's disease, malaise, uterine leiomyoma, uterine adhesions, menorrhagia, urinary tract infection, allergy to metals, cystitis, migraine, weight decreased, dysmenorrhoea, dyspareunia, alopecia, fatigue, nausea and vaginal infection outcome was unknown and the vaginal haemorrhage and depression had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered allergy to metals, alopecia, basedow's disease, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, malaise, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine adhesions, uterine leiomyoma, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: on (B)(6) 2014, plaintiff underwent a pelvic ultrasound, it was discovered she was pregnant for a second time since implanted with essure micro-devices (linked second pregnancy case (B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion on (B)(6) 2012, plaintiff underwent a hsg (hysterosalpingogram) test demonstrating that both essure micro-inserts were appropriately placed in her fallopian tubes, but there was a small amount of spillage. On (B)(6) 2012, another hsg test showed occluded fallopian tubes with a possible uterine fibroid present. On (B)(6) 2013, plaintiff again, underwent a painful and invasive hsg test, it confirmed total occlusion bilaterally with a small endometrial synechiae noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received; new reporter added. Patient demographic information and patient relevant history added. Event onset dates and event outcomes added. New events vaginal infection,fatigue and nausea added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("excessive bleeding") and pregnancy with contraceptive device ("she was pregnant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2012. In 2011, 135 days before insertion of essure, the patient experienced dermatitis allergic ("skin allergies since the essure implantation"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced uterine leiomyoma ("possible uterine fibroid present"). In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced uterine adhesions ("small endometrial synechiae noted"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), malaise ("feeling ill"), vaginal haemorrhage ("vaginal spotting") and depression ("increased depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (robotic total laparoscopic hysterectomy with a bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, pregnancy with contraceptive device, malaise, dermatitis allergic, uterine leiomyoma and uterine adhesions outcome was unknown and the vaginal haemorrhage and depression had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered depression, dermatitis allergic, genital haemorrhage, malaise, pelvic pain, pregnancy with contraceptive device, uterine adhesions, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2014, plaintiff underwent a pelvic ultrasound, it was discovered she was pregnant for a second time since implanted with essure micro-devices (linked second pregnancy (B)(4)). Diagnostic results: on (B)(6) 2012, plaintiff underwent a hsg (hysterosalpingogram) test demonstrating that both essure micro-inserts were appropriately placed in her fallopian tubes, but there was a small amount of spillage. On (B)(6) 2012, another hsg test showed occluded fallopian tubes with a possible uterine fibroid present. On (B)(6) 2013, plaintiff again, underwent a painful and invasive hsg test, it confirmed total occlusion bilaterally with a small endometrial synechiae noted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.